Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the bulkhead connector on the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9680152, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an navigation system, outside of procedure. It was reported that they were unable to get the system to connect to the imaging system. They tried rebooting and reseating the cable. They brought in another navigation system which worked without issue. Additional information was received stating that the bulkhead connector on the back of the navigation system is loose. No patient was present.